Event description:
It was reported high (greater than 2000) impedance readings on some unipolar pairs. Impedance readings were performed at default and 3v. High impedance readings were found in circuit "0". High impedance readings were present in historical measurements. Patient was programed to c+ and 1 - at 2.0v, power of 90 and 160 hz. Patient still had some tremor, but was doing better than with device off. Patient was having several falls, with the most current two weeks before this report. Patient had hit arm and leg during most recent fall. A computer tomography (CT) was scheduled for tumor determination, no for impedance issue.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v465518m implanted: 2010 (B)(6), product type lead. (B)(4).